Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately two weeks following the implant of this transcatheter bioprosthetic valve, the patient was started on chemo medications for lymphoma and developed moderate aortic insufficiency with hemolysis and low dystolic pressures. Per the physician the cause of the moderate aortic insufficiency, hemolysis and low dystolic pressures were likely due to the chemo medications. Four months and eighteen days following the valve implant, a post valve implant balloon aortic valvuloplasty (bav) was performed due to persistent mild to moderate paravalvular leak (pvl) with trivial central aortic regurgitation. A peak gradient of 10.9 mmhg and a mean gradient of 5.4 mmhg was reported. The post valve implant bav reduced the paravalvular leak (pvl) to trace/mild. No additional adverse patient effects were reported.